Event description:
Bausch &n lomb became aware of five cases of fusarium keratitis that occurred between june 2005 and january 2006. The patients reported to have used bausch & lomb renu contact lens solution before their symptom onset.